Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing hyperglycemia. The customer's blood glucose was 415 mg/dl. The customer was treated with insulin pump. The customer using auto mode at the time of incident or not was unknown. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.